Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving check therapy electrode alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode alarms) was confirmed. Upon investigation the blue (can l) and white (drvn_gnd) wires were open in the trunk cable connector, causing the reported alarms. The root cause for the open wires could not be positively identified but was likely excessive force on the trunk cable connector. No adverse event resulted from the open wires. The patient received a replacement electrode belt.